Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, while the patient was driving, her blood glucose levels decreased to approximately 13 mg/dl after approximately 36-48 hours of pod wear on the abdomen. The patient stated that her son assisted her in pulling the car over and contacted emergency services, after which she lost consciousness. Paramedics administered an injection at the scene (likely glucagon; however, this was not confirmed by the patient) and advised her to remove the pod. The patient was unable to recall the duration of medical assistance or additional details due to being unconscious. No specific diagnosis was reported other than low blood glucose levels. No additional information was provided despite multiple good-faith efforts to obtain further details.